Event description:
During a persistent atrial fibrillation procedure, as physician was introducing the farawave catheter into the agilis, he stated the "agilis is sucking air" as he followed the recommended protocol. After he removed the farawave catheter, blood was leaking from the valve.

Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown.